Event description:
The patient was admitted to the hospital for low blood pressure, abdominal pain, and cloudy effluent. The same day the patient was diagnosed with peritonitis. Per the nurse the peritonitis turned into sepsis and the home patient died the next day while still hospitalized. Treatment was reportedly vancomycin (dose, frequency, and route not reported), and an antifungal (unknown type, dose, frequency, and route). An autopsy was not performed. Peritoneal dialysis therapy was ongoing at the time of death. No additional information was available at the time of this report. This is report 3 of 3 associated with this patient.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12j05088 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a follow up report will be submitted.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the device was not returned; a device analysis cannot be performed. Upon completion of the investigation, or if additional relevant information becomes available, a supplemental report will be submitted. This is the same patient as (B)(4).